Event description:
It was reported that following an ablation procedure, the patient experienced cerebral edema. The patient presented to the emergency room with worsening aphasia and facial droop. A CT scan was then conducted for a concern of brain swelling with a 5-6mm midline shift. The patient was then prescribed steroids. This was indicated to be possibly related to the neuroblate procedure and surgical procedure. There were no further patient complications reported in relation to this event.